Event description:
As reported by a field clinical specialist (fcs), a patient returned post transcatheter aortic valve replacement (tavr) procedure with a sapien 3 valve exhibiting valve stenosis. A valve in valve was performed with a 29mm sapien3 valve to treat the patient. The patient is stable post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Correction to section h6 per evaluation. The valve was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of applicable imagery/medical record. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''a patient returned post tavr procedure with a 29mm sapien 3 valve exhibiting valve stenosis. A valve in valve was performed with a 29mm sapien 3 valve to treat the patient''. Per the instructions for use (IFU), valve stenosis is listed in the instructions for use for the thv procedure and is known potential risk associated with the device. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information, a definitive root cause is unable to be determined. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.